Manufacturer narrative:
Additional information: the lot number, which is etched on during the manufacturing process, was able to be identified on the unit upon product returned. The lot number was identified to be 1245768. Additionally, UDI number was added. Investigation summary: the event unit was returned for evaluation. Upon inspection engineering found no signs of physical damage to the surgical clamp. During jaw gap inspection, insert fitting testing and jaw engagement testing, the unit performed as intended. The exact root cause of the event could not be determined, as engineering was unable to replicate the complainant's experience. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Femoral, iliac and carotid procedures - "(B)(6) contacted me on (B)(6), explaining that she had a defective clamp that is used in kidney transplant instrument sets. The clamp was not staying clamped, unable to be locked in the clamping position. She informed me it had been ran through sterile processing an estimated 5-7 times. After asking for details of the event, she said it was something brought to her attention by a team member on (B)(6), but it had been identified earlier in the week when they opened the set of instruments. She thought it was identified (B)(6) but she wasn't sure. No other details of the event were given." Additional information received from applied medical team member on september 6, 2016: I do not have the lot number. This is a product that had been sterilized in their facility multiple times. The 'event' I believe took place during the week of, (B)(6). (B)(6) notified me on (B)(6) that she had a clamp that was not staying clamped, and that she had lost her other clamp she thought she had on hand. Type of intervention - not used in procedure. Patient status - "na".